Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros immunodiagnostic products troponin I es (tropi es) reagent lot 3940 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue. Historical quality control (qc) results were imprecise. In addition, the results of a vitros tropi es within run precision test performed on the vitros xt 7600 integrated were outside ortho acceptable guidelines. An ortho field engineer (fe) visited the site and performed service actions on the instrument that included replacing the reagent metering probes and signal reagent (sr) tips and probes, cleaning the sr vent hole, replacing the well wash filters, and completing all required microwell incubator adjustments. A post service vitros tropi es within run precision test yielded results that were within ortho acceptable guidelines indicating that the vitros xt 7600 integrated system had been returned to expected performance after ortho fe service actions. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3940. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a non-reproducible and higher than expected troponin I result was obtained from a single patient sample using vitros immunodiagnostic products troponin I es (tropi es) reagent lot 3940 on a vitros xt 7600 integrated system. Patient sample vitros tropi es result of 0.243 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory and based on that result the patient was given an ECG and a CT scan. In addition, the patient was given aspirin, plavix, lovenox, morphine, nitroglycerin, (nitrospray), altace, and crestor. However, repeat testing occurred, a corrected report was issued for the affected sample and no further treatment was administered to the patient. There were no acute side effects from the treatment and no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).